Event description:
It was reported the valve was explanted due to 3+ aortic insufficiency, secondary to paravalvular leak. On explant, it was observed that pannus was impeding one leaflet. The patient's annulus was debrided, and a smaller mechanical sjm valve (model 25aec-102) was implanted using non-everling sutures. The patient had a history of hypertension, rheumatic fever, and endocarditis, and his current status is unknown. Additional information has been requested.